Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized for four days. The cause of the event was unknown. The day prior to the event onset, the patient was hospitalized and started treatment with injection vancomycin (1g for five days; route not reported) and on an unknown date, injection gentamycin (80mg daily for three days; route not reported). At the time of this report, the patient had recovered from the event. No additional information is available.